Event description:
A 24mm diameter x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm sizing and vessel morphology are unknown. It was reported that the pt was riding a stationary bicycle 17 days post-operatively. Two days later, the pt was admitted to the hospital with a thrombosed right limb of the bifurcated stent graft. A thrombectomy using a fogarty catheter followed by balloon angioplasties was performed. It was reported that the physician stated there were no problems with stent graft and the thrombosis might have been related to the use of the stationary bicycle. No additional clinical sequelae were reported, and the pt is reported to be fine.